Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and had dislodged the day after the lead was implanted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.